Manufacturer narrative:
Additional narrative: lot and UDI number, concomitant medical products, device manufacture date. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device history record review: part number: 323.034, synthes lot number: l296937 , release to warehouse date: 23 feb 2017 , manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device (drill sleeve, part number 323.034, lot number l296937). The subject device was returned with the complaint condition stating the drill sleeve is in a good condition, minor traces of use are visible. The review of the device history record revealed that this drill sleeve was manufactured in february 2017 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. During the manufacturing investigation the conical lcp 2.0 thread of lcp drill sleeve 2 w/scal f/drill bit ø1.5, art. No. 323.034 was tested by functional. The measured thread zero point of the lcp drill sleeve 323.034 has an actual value of -0.03 mm and is therefore within specification of +0.15mm/-0.15mm as defined in product drawing. According to the functional test result the lcp drill sleeve 323.034 will fit into the implant plate holes. No manufacturing related issue was identified. This complaint is unconfirmed as the mentioned malfunction could not be reproduced. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. (B)(4). Lot number unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Hospital address and telephone not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during an unknown hand surgery on (B)(6) 2017, surgeon encountered difficulty with several devices not fitting together properly. Two (2) separate threaded drill guides with depth gauge did not fit into the 2.0mm locking compression plate (lcp) 4-hole plate. The threaded bending pin for 2.0mm lcp plates also did not fit into the 2.0mm lcp plate. A 2.0mm lcp plate with 5 holes was used to successfully complete the procedure with no delay and no harm to patient. It was further reported the threaded drill guide for 1.5mm lcp plates was tested with a 1.5mm lcp plate prior to surgery outside the operating theatre and was also found to not fit properly. This report addresses the instruments used during surgery with the 2.0mm plate. (B)(4) addresses the instruments tested outside the operating theatre utilizing the 1.5mm plate. Concomitant devices reported: 2.0mm lcp plate 5 holes/38mm (447.345, lot unknown, quantity 1). This report is for one (1) 1.5mm threaded drill guide with depth gauge this is report 2 of 2 for (B)(4).